Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a bent centering tab at the distal end of the channel. The corners of the centering tab were not formed correctly. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly. It was observed that the bent centering tab pushed the clip off the feeder and out of the correct position. Another attempt was made with the same result. The device was disassembled in order to inspect the internal components. No other defects or anomalies were observed. The device was returned with 7 clips remaining indicating that 8 clips were fired by the end user. The damage to the centering tab prevented the clips from properly loading. It could not be determined exactly how or what caused the centering tab to bend. A nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The damage to the centering tab prevented the clip from properly loading. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. A nonconformance has been opened to further investigate this issue. The reported complaint of "unit misfired" was confirmed based upon the sample received. The device was returned with 7 clips remaining indicating that 8 clips were fired by the end user. It was found that the centering tab was bent. Upon functional inspection, the clips were unable to load as the bent centering tab pushed the clips off the feeder and out of the correct position. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that both products failed on the 5th clip. The first device failed on the second clip ligating the cystic artery after successfully ligating the cystic duct. The first device failed, and the second device successfully fired the remaining two clips needed on the cystic artery. The device was tested, and it failed again at the 5th clip. Once this failure occurred the remaining clips did not load to full aperture.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot# 73j1800480 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that both products failed on the 5th clip. The first device failed on the second clip ligating the cystic artery after successfully ligating the cystic duct. The first device failed, and the second device successfully fired the remaining two clips needed on the cystic artery. The device was tested, and it failed again at the 5th clip. Once this failure occurred the remaining clips did not load to full aperture.